Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the use of safestep 22ga x 3/4 in. Needle caused a patient to be hospitalized with bacteremia and subsequent port replacement. Medwatch rcvd 09/15/2020: patient reported that huber powerloc needle line is splitting. She switched to safestep, which was also splitting. Then a recall on these products was released. The patient developed swelling and a lump at her port site. She then developed fever and was hospitalized. Her port is being removed and a midline will IV will be placed so that she receive IV antibiotics. More information to follow after she is released from the hospital and we can get a full time line of events and lot numbers. Huber powerloc 22gx1 (lot# ascyf018, ascyf019, asczf026, asdrf047, asdrf048, asdrf049, asdrf050) huber safestep 22x0.5 (lot# ascyf013, ascyf014, asczf029, ascvf035, ascvf038, ascvf042); huber safestep 22x1 (lot# asdnf034, asdnf049, asdnf055, asdpf015, asdpf017, asdpf024, asdpf025, asdpf026, asdqf017, asdrf066, asdrf066, asduf120, asdvf004, asdvf009, asdvf013, asdvf016, asdvf025).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the use of safestep 22ga x 3/4 in. Needle caused a patient to be hospitalized with bacteremia and subsequent port replacement.